Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's motor blower assembly and exhaust fan assembly were replaced to address the issue. Evaluation confirmed there were no visible foam particles on examination.